Event description:
It was reported that the customer had two motor error alarms during bolus and rewinding on the insulin pump. Customer's blood glucose level was 160 mg/dl. Pump is from the hospital. Customer does not have any damage on the pump. Drive support is okay and pump was not dropped or bumped. Pump was not exposed to a strong magnetic field or MRI. Customer did not use a sensor and is able to complete rewind sequence on the pump. There is nothing to replace or return. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.